Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. A replacement device was sent to the customer. In follow up with a complaint handler on 07/26/2018, the customer confirmed that she developed mastitis twice and was prescribed an antibiotic, which she finished. She indicated that the replacement pump was working without issue and the mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on 07/30/2018. Although it was noted in the product evaluation that the customer's tubing and faceplate were dirty, a bottle was damaged and there was dirt on the diaphragm of the pump, the device passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was experiencing low suction with her pump in style breast pump. She additionally alleged that she has had reoccurring mastitis, for which she was twice prescribed an antibiotic for treatment and was told to use hot and cold compresses and to massage while pumping.